Event description:
It was reported that the right ventricular lead exhibited an unknown issue. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.